Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. The patient was placed on a dual oral anticoagulant (doac) medication regimen for three (3) months, after which anti-thrombotic therapy was discontinued. At a routine follow up four (4) months post index procedure, computed tomography (CT) scan revealed a device related thrombus (drt) adhering to the surface of the closure device. The physicians resumed an anticoagulation regimen for the next two (2) months in response to the drt. The plan is to re-examine the patient one (1) month after discontinuation of anticoagulation therapy. There are no adverse patient effects.